Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system began exhibited intermittent noise with oversensing approximately a week after device changeout. No inappropriate shocks were noted. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. Lead under-insertion was suspected, and ts recommended further evaluation to confirm adequate lead/header connections. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system began exhibited intermittent noise with oversensing approximately a week after device changeout. No inappropriate shocks were noted. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. Lead under-insertion was suspected, and ts recommended further evaluation to confirm adequate lead/header connections. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were explanted and replaced. No additional adverse patient effects were reported. This ICD was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system began exhibited intermittent noise with oversensing approximately a week after device changeout. No inappropriate shocks were noted. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. Lead under-insertion was suspected, and ts recommended further evaluation to confirm adequate lead/header connections. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were explanted and replaced. No additional adverse patient effects were reported. This ICD was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.